Manufacturer narrative:
2290 pacing system analyzer. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer was used in a case and then packed up and moved. Once it was turned on again, it displayed a black screen with colored lines running down it. It sounded like it was booting up, but nothing could be seen due to the black screen. The radio frequency (rf head) has a knicked cord. The programmer and rf head have been returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it booted to a black screen and that the display had colored vertical lines running through it and it was noted that the display flex was damaged (creased) and the display flex as well as the liquid crystal display was replaced.